Event description:
Issue discovered during testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed missing labels. No physical damage was found on the device. Upon inspection, customer problem was duplicated. Found "45985" last error code in the device information folder. Microprocessor unit board was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 45985 during testing. There was no patient, or clinician injury associated with this event.